Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the sensor readings were inaccurate and that the readings caused the threshold suspend to be activated when the blood glucose was not low. The sensor reading was 50 mg/dl when the blood glucose reading was 120 mg/dl. The sensor was not returned for analysis.